Event description:
On (B)(6) 2006, a carbomedics standard mitral valve was implanted. In (B)(6) 2018, hemolytic anemia was suspected. On (B)(6) 2018, valve replacement was performed due to hemolytic anemia and an identified perivalvular leak. The precise location of the leak could not be identified. During removal of the carbomedics device, it was observed that the suture sewing the valve to the patient's annulus was severed. The physician reported that the regurgitation may have occurred at the opening created by the severed suture, and given rise to the hemolytic anemia.

Manufacturer narrative:
The returned valve prosthesis was received in generally good condition. In particular, the valve showed some evidence of pannus around the sewing cuff. The pannus was more visible on the outflow side. On one side of the sewing cuff, slight deformation was identified. Signs of stitching were present. Visual inspection of the returned prosthesis confirmed the presence of suture stitching around the circumference of the cuff, with some localized areas of damage that can reasonably be attributed to the explant procedure. The sewing cuff was observed to be quite clean, with a very little presence of pannus, suggesting that the cuff may have been cleaned after the explant. Given the clean state of the prosthesis, no histological investigation could be performed and no conclusions could be drawn about the state of the patient's annulus at the time of explant. The visual inspection confirmed the absence of pre-existing manufacturing defects, and the event cannot be attributed to any factor intrinsic to the involved device. No conclusions can be drawn about the patient's condition possibly contributing to the event. However, in the original event description it was reported that one of the sutures was found to be severed at the time of explant. It is therefore reasonable to conclude that the event can be attributed to the severed suture and is not attributable to the device.